Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd needle experienced a needle that would not retract. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported that the needle would not retract into housing.

Manufacturer narrative:
Investigation: bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the unspecified bd needle experienced a needle that would not retract. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown it was reported that the needle would not retract into housing.